Event description:
Report received of a spontaneous change in rate. The pump was programmed to infuse d5lr at a rate of 125cc/hr. The customer reported that the pt's visitor had a cellular phone and turned it on. The nurse went to the pt's room to tell the visitor to turn off the cellular phone and noticed that the set rate of infusion had increased from 125cc/hr to 300cc/hr. There was no reported adverse pt event. Though requested, there was no further info available.